Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 1 year and 9 months after the first surgery. The surgeon explanted 1 2pegs glenoid, 1 double taper, 1 anchor base and 1 centered head.